Manufacturer narrative:
Visual inspection: the complainant returned unit was visually inspected at a distance of 12 to 16 under normal conditions of illumination according the procedure ?visual inspection (B)(4) rev. 102. No obstructions nor occlusion were detected in none of the join of the sample. Functional test: the sample received was primed with pressure vessel cal ID: (B)(4) due date jan 2022 to look for unusual function results: an occlusion can be observed, the water did not pass through the filter, confirming occlusion complaint. Root cause: the customer reported: patient complained that they received upstream occlusion alarm on (B)(6) pump and primed tubing as usual. Would not function. Pt changed to another tubing set and primed as usual. No alarm noted and infused as usual. No injury. The most probable root cause is excess solvent was applied in the filter solvent bonds operation.

Event description:
It was reported that they received upstream occlusion alarm on (B)(6)pump and primed tubing as usual. Would not function. Pt changed to another tubing set and primed as usual. No patient injury was reported.

Event description:
It was reported that they received upstream occlusion alarm on cadd solis pump and primed tubing as usual. Would not function. Pt changed to another tubing set and primed as usual. No patient injury was reported.

Manufacturer narrative:
Visual inspection: the complainant returned unit was visually inspected at a distance of 12 to 16 under normal conditions of illumination according the procedure ?visual inspection (B)(4) rev. 102. No obstructions nor occlusion were detected in none of the join of the sample. Functional test: the sample received was primed with pressure vessel cal ID: (B)(4) due date jan 2022 to look for unusual function results: an occlusion can be observed, the water did not pass through the filter, confirming occlusion complaint. Root cause: the customer reported: patient complained that they received upstream occlusion alarm on cadd solis pump and primed tubing as usual. Would not function. Pt changed to another tubing set and primed as usual. No alarm noted and infused as usual. No injury. The most probable root cause is excess solvent was applied in the filter solvent bonds operation.